Event description:
Act tabletop pivot did not lock table appropriately while patients were being transferred to and from the table. This happened on several occasions. Ge rep responded to issue by presenting to radiology and adjusting table locks on all omega five tables and provided educational literature for staff review.